Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Manufacturer narrative:
Correction to initial reporter address.

Manufacturer narrative:
The customer¿s report of tubing separated was confirmed. During visual inspection, it was noted that pvc tubing was completely separated from the lower fitment. Visual inspection under a microscope noted that both sides of the pvc tubing had no solvent applied at the engagement during manufacturing process. There were no other anomalies. No functional testing was performed due to tubing being separated at the component engagement. Fluid was leaking from the separation of the used set. The root cause of the customer¿s experience was identified as a manufacturing issue due to no solvent being applied at the junction of the pvc tubing.

Event description:
The customer states the tubing separated below the blue clamp while in use on a patient.